Manufacturer narrative:
Intuitive surgical, inc (isi) received the endoscope associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint of image orientation issue. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and or noises were heard during testing and confirmed as binding. In addition, the endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in left eye.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer regarding an inverted image issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) confirmed that the issue was resolved after the customer followed the technical support engineer (tse) troubleshooting guidance. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. However, the analysis is not yet completed. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the image flipped back when the surgeon attempted to go 30 degreed down. The endoscope would not move from down to up. Prior to contacting intuitive surgical inc. (Isi) technical support engineer, site had removed the endoscope and power cycled the system in order to continue. The tse reviewed the system logs and found 23003 error for endoscope on axis 4. The tse recommend the site on using a backup endoscope. The procedure was completed robotically using a backup endoscope with no reported patient injury.